Event description:
It was reported that the pt has had a seroma around the pump since the new pump was implanted in 2007. The pt reported that when he goes in for refills the fluid is drained. The area was hard to the touch; no other symptoms were reported. The pt underwent catheter revision in 2008. The hcp found csf leaking related to the catheter connector malfunction with pooling of csf around the tip. Evaluation and management was done by the neurosurgeon who implanted the pump. The pump was used to deliver morphine/bupivicaine 20/15mg/ml. The pt outcome was reported as "no injury".